Event description:
Sales rep calls to report that there was "leaking in the nicu." After follow up with customer, rn reports that there have been two incidents: one had occurred on 2002 and the other 11 days later. In both incidents, there was leaking noted at the hub of tubing where the tubing and luer meets. This had happened during pt use in nicu where lipids were infusing in one incident and gentamycin was infusing in another case. There is no report of patient injury in either case. Rns had noticed leaking right away and had changed the tubing.